Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
The patient had an atrial fibrillation procedure performed in (B)(6) of 2024. Then in (B)(6) of 2025, the patient had a CT showing stenosis and a planned pv stenting the following week. The physician alleges that the tactiflex catheter may have caused or contributed to the pulmonary stenosis as the physician exclusively used tacticath bidirectional d/f for the af procedures previously.